Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2408-56 serial #: (B)(4), description: avista MRI perc lead kit, 56 cm.

Event description:
A report was received that the patient had a leg pain. The physician believed that there was a root inflammation where the lead came in during the procedure. The patient was prescribed with intravenous and oral medications. The patient was doing well.